Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on pump therapy. The reporter stated that the patient had a blood glucose level of 300 mg/dl with symptoms of large ketones. The reporter stated that there was an unspecified issue with the storage or quality of insulin used with the pump. The reporter additionally stated that the patient¿s healthcare provider had recently made changes the pump¿s settings in order to compensate for a separate health condition or illness. No issues were found in the device¿s settings when the reporter reviewed the programmed basal rates and bolus settings. This complaint is being reported because the alleged blood glucose excursion was determined to be caused by use error of the pump relating to the storage or quality of insulin.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 9/8/2017: the device was returned to animas and evaluated by product analysis on 8/10/2017 with the following results. The black box begins on (B)(6) 2017. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. No delivery issue was found. Display was dim and pinkish, battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.